Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A xtw mitraclip was chosen for implantation which was successfully placed central a2/p2. A second xtw was then chosen for implantation directly lateral to the first clip. When advancing the second xtw close to first clip, there was contact and the first clip became detached from the posterior leaflet (single leaflet device attachment (slda)). The second xtw was then placed to stabilize the slda and further reduced mr. The procedure ended with mr reduced to trace and the patient stable. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.